Manufacturer narrative:
Hvad pump hw4216 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted from home with rising ldh and concern for pump thrombosis on (B)(6) 2016. The patient experienced higher than normal power consumption on device but no changes in urine color or symptoms of heart failure. There was no evidence of active bleeding. Echo was not performed because patient was not symptomatic and treatment plan would not change based on findings. The patient was started on intravenous heparin in addition to home anticoagulation of aspirin, warfarin and clopidogrel. On admission, ldh was 704 u/hr, hgb 11.9g/dl, hct 36%, inr 3.2, ptt 33.5sec, pt 34.1sec. Ldh trended down and remained stable with heparin therapy. Event considered resolved on (B)(6) 2016 with ldh 571 u/l, hgb 10.8, hct 33%, inr 3.2, ptt 35.1sec, pt 34.3sec.